Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4). H6: patient code(s) - 1871, 2146, 2275, 1932, 2120, 1994, 2119, 1928, 2348.

Event description:
According to the reporter, the patient underwent stress urinary incontinence and pelvic organ prolapse repair with two covidien mesh devices. As a result of the sling slipping, the patient experienced recurrent incontinence and subsequently underwent a second repair with two additional covidien meshes. She continued to have pelvic fullness and bloating, urgency, right upper quadrant pain, frequency, right lower back pain, painful burning sensation in right groin with right leg pain in a.m., recurrent and chronic urinary tract infections, removal of 2 colon polyps, urge incontinence, pain in right butt cheek, fecal incontinence, chronic cystitis, urinary retention, on exam was found to have palpable mesh anteriorly with overcorrection of the entire anterior segment, vaginal pain, dyspareunia, vaginal scarring, eroded mesh, vaginal prolapse and shortened vaginal canal. The patient underwent bilateral paravaginal dissection, bilateral pararectal dissection, removal of sling, urethral lysis, removal of mesh, anterior and posterior colporrhaphy on (B)(6) 2014. She then continued to have minimal sensation to bladder filling, genuine stress urinary incontinence, rectocele, prolapse of vaginal vault, a high compliance bladder, vaginal enterocele and cystocele. The patient underwent sacrospinous colpopexy, sling urethropexy, cystocele repair, anterior colporrhaphy, rectocele repair, posterior colporrhaphy, colpoperineorrhaphy, and suprapubic tube placement on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per additional information received, the patient has experienced rectocele, recurrent stress urinary I ncontinence, cystoscopy which revealed the previous sling had slipped causing her incontinence and subsequent placement of another mid-urethral uretex sling. She continued to have pelvic fullness and bloating, urgency, right upper quadrant pain, frequency, right lower back pain, painful burning sensation in right groin with right leg pain in a.m., recurrent and chronic urinary tract infections, removal of 2 colon polyps, urge incontinence, pain in right butt cheek, fecal incontinence, chronic cystitis, urinary retention, on exam was found to have palpable mesh anteriorly with overcorrection of the entire anterior segment, vaginal pain, dyspareunia, vaginal scarring, eroded mesh, vaginal prolapse and shortened vaginal canal. The patient underwent bilateral paravaginal dissection, bilateral pararectal dissection, removal of sling, urethral lysis, removal of mesh, anterior and posterior colporrhaphy on (B)(6) 2014. She then continued to have minimal sensation to bladder filling, genuine stress urinary incontinence, rectocele, prolapse of vaginal vault, a high compliance bladder, vaginal enterocele and cystocele. The patient underwent sacrospinous colpopexy, sling urethropexy, cystocele repair, anterior colporrhaphy, rectocele repair, posterior colporrhaphy, colpoperineorrhaphy, and suprapubic tube placement on (B)(6) 2014.

Event description:
According to the reporter, the patient initially underwent stress urinary incontinence repair with covidien mesh on (B)(6) 2006 (see (B)(4)). The patient subsequently underwent a second revision surgery due to slippage of the sling resulting in incontinence recurrence with two additional covidien meshes ((B)(4)). There has been no allegation as to any additional problems following this procedure. Additional information received: other relevanthistory 4 pregnancies with 3 live births, d & c with incomplete abortion, fibroids (per ppf), hysterectomy (1989), arthritis, diabetes mellitus, hypertension, obstructive sleep apnea, infiltrating ductal carcinoma of the right breast with subsequent chemotherapy and lumpectomy, rosea skin rash, varicose veins, joint/back/neck pain, resection of colon polyp, urinary urgency. Anterior repair with vault fixation and mid urethral sling with uro-tex [sic]. A foley catheter was placed. Examination under anesthesia revealed a complete anterior prolapse and vault prolapse. Inspection of the bladder revealed no mucosal lesions, tumor or perforations. Weight 240 lbs event description per additional information received, the patient has experienced rectocele, recurrent stress urinary incontinence, cystoscopy which revealed the previous sling had slipped causing her incontinence and subsequent placement of another mid-urethral uretex sling. She continued to have pelvic fullness and bloating, urgency, right upper quadrant pain, frequency, right lower back pain, painful burning sensation in right groin with right leg pain in a.m., recurrent and chronic urinary tract infections, removal of 2 colon polyps, urge incontinence, pain in right butt cheek, fecal incontinence, chronic cystitis, urinary retention, on exam was found to have palpable mesh anteriorly with overcorrection of the entire anterior segment, vaginal pain, dyspareunia, vaginal scarring, eroded mesh, vaginal prolapse and shortened vaginal canal. The patient underwent bilateral paravaginal dissection, bilateral pararectal dissection, removal of sling, urethral lysis, removal of mesh, anterior and posterior colporrhaphy on (B)(6) 2014. She then continued to have minimal sensation to bladder filling, genuine stress urinary incontinence, rectocele, prolapse of vaginal vault, a high compliance bladder, vaginal enterocele and cystocele. The patient underwent sacrospinous colpopexy, sling urethropexy, cystocele repair, anterior colporrhaphy, rectocele repair, posterior colporrhaphy, colpoperineorrhaphy, and suprapubic tube placement on (B)(6) 2014. Patient status/intervention per additional information received, the patient has required additional surgical interventions. Tpc- 2475 1928 1871 1994 2275 2146 2120 1932 2119 2061 1750 2564 relevant tests and lab data (08/20/2007): pelvic ultrasound due to history of pelvic fullness. Impression: negative pelvic ultrasound following hysterectomy. (11/28/2007): right upper quadrant ultrasound due to right upper quadrant pain. Impression: unremarkable right upper quadrant ultrasound. (01/27/2009): urine culture - final report: greater than 100,000 cfu/ml of escherichia coli. (09/14/2010): urine culture - final report: greater than 100,000 cfu/ml of klebsiella pneumoniae. (01/11/2011): retroperitoneum ultrasound due to history of recurrent urinary tract infections. Impression: negative renal ultrasound. There is no bladder wall abnormality. (10/27/2011): colonoscopy - impression: one 3 mm polyp in the rectum (benign appearing). Resected and retrieved. One 4 mm polyp in the distal transverse colon. Resected and retrieved. (11/28/2011): urine culture - final report: greater than 100,000 cfu/ml of escherichia coli. (04/08/2013): urine culture -final report: greater than 100,000 cfu/ml of escherichia coli. (01/30/2014): urodynamic evaluation - impression: patient unable to empty bladder despite having an urge, 582 ml residual. Unable to void around caths, 605 ml residual. No stress. (01/30/2014): endo anal ultrasound with normal internal and weak external anal sphincter. (02/14/2014): pathology report - diagnosis: soft tissue, "vaginal mesh", mesh removal - synthetic mesh with associated foreign-body giant cell reaction. Fibrosis, and patchy mild chronic inflammation. (Specimen consisted of 12 pieces of synthetic vaginal mesh with adherent pink-yellow soft tissue measuring 0.8x0.3x0.2 cm; 0.8x0.4x0.3 cm; 0.8x0.6x0.3 cm; 1.1x0.6x0.3 cm; 1.0x0.6x0.4 cm; 1.6x1.1x0.4 cm; 1.7c0.7x0.5 cm; 2.5x0.8x0.3 cm; 3.2x0.5x0.3 cm; 2.9 x2.2x0.4 cm; 3.5x1.8x0.5 cm; and 5.2x2.0x0.3 cm. Also received in the container is a 1.7 cm in length x0.6 cm in diameter tubular, coiled portion of synthetic fabric material). (03/31/2014): urodynamic evaluation - high compliant bladder. Stress incontinence. Reason for implant: anterior vault prolapse and stress urinary incontinence procedure: underwent anterior repair with vault fixation (avaulta anterior) and midurethral sling with uro-tex (must be uretex sup) under general anesthesia concomitant implant: uretex sup sgi00547 postoperative complications: as on 12/13/2006: had stress urinary incontinence. Scheduled for cystoscopy and placement of a mid-urethral uritek (must be uretex) sling (indirect information taken from the operative report dated 12/13/2006) complications post mesh revision with additional mesh implant surgery: (interim medical records from 12/13/2006 to 01/10/2011 were not available for review). 01/10/2011 ¿ 01/24/2011 recurrent urinary tract infections. Complained of burning and urgency. Assessed with urinary tract infection. Planned for abdominal ultrasound and cystoscopy. Prescribed macrodantin. 06/13/2011 ¿ 04/08/2013: chronic urinary tract infection. Ditropan refilled. (Interim medical records from 04/08/2013 to 04/10/2014 were not available for review) as on 04/10/2014: vaginal pain, dyspareunia, vaginal scarring, exposed mesh, vaginal prolapse, and shortened vaginal canal. Scheduled for bilateral paravaginal dissection, bilateral pararectal dissection, removal of sling, urethral lysis, removal of mesh, anterior colporrhaphy and posterior colporrhaphy. (Per operative report) complications post second mesh revision surgery: as on (B)(6) 2014: post-hysterectomy vaginal vault prolapse, genuine stress urinary incontinence, enterocele, cystocele, rectocele and absent perineum. Scheduled for sacrospinous colpopexy, sling urethropexy, cystocele repair, anterior colporrhaphy, rectocele repair posterior colporrhaphy, colpoperineorrhaphy and suprapubic tube. (Per operative report)

Manufacturer narrative:
Correction: g1, g2, h6 additional information: b5, b7, d6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.